Event description:
On march 18, 2009 a doctor reported that he experienced a skin irritation after being exposed to caviwipes.

Manufacturer narrative:
Follow-up with the doctor indicated that he was exposed to the product after he worked in a room that had been cleaned with the caviwipes. He experienced a burning irritation on both arms from the elbows down. He went to see a dermatologist and was prescribed a steroid, clobetasol, for the reaction. Although, the dermatologist could not confirm if the product had been the cause of the reaction since the doctor is exposed to many allergens in his office, the dermatologist could not rule it out. Because the doctor sought medical treatment for the reported reaction this incident is reportable. The doctor returned 19 of the 166 sheets in each canister, a quantity of product that was too few for any tests to be performed by metrex research corporation. The returned product passed a visual and odor examination. The retain samples were tested, and the results indicated that the product was within specifications. This is the final report.